Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had leaked from the connection site. The following information was provided by the initial reporter, translated from japanese: ¿the drug solution leaked from the connection site."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 25-jul-2022. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte in an opened package for the investigation of this incident. A gross visual inspection was performed, and no defect could be found on the returned units. The septum was further inspected for damage. A leak test was performed on the returned unit using a luer lock syringe. Leakage was observed through the vent holes of the top body which is indicative of column tear. The column of the unit was then inspected, and a tear could be seen alongside the column wall. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. In manufacturing this may occur due to misalignment or damaged/burred probes. However, the defect may also occur in the clinician environment during use due to excessive actuations or extraneous force on the septum. As the device has been opened and handle, it cannot conclusively be linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had leaked from the connection site. The following information was provided by the initial reporter, translated from japanese: ¿the drug solution leaked from the connection site."